Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported a sudden loss of vacuum during a vitrectomy procedure. There was no harm to the pt. Additional info has been requested.